Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a robotic sigmoid colectomy for severe chronic diverticulitis. During the operation, the procedure was converted to an open sigmoid colectomy due to difficulties with anastomosis. The anastomosis was finished utilizing a hand sewn technique. The patient experienced a longer hospital stay than anticipated and was notable for initial expected leukocytosis which then declined but then increased again over the next several days. Following patient discharge, the patient was seen for drain removal and then staple removal. The surgeon stated during the procedure the stapler was defective and had misfired. The surgeon also stated it was too tight and the stapler had gotten away from him. The patient was readmitted to the medical center and was found to have profound leukocytosis and was started on broad spectrum antibiotics. The patient was later admitted to another medical center and experienced stool leaking from their vagina. A CT scan of the patients abdomen and pelvis were taken to show free air and potentially free stool interposed between the colon and rectum. The patient continued to experienced unexplained abdominal problems and underwent ileostomy surgery. The patient underwent small bowel resection, abdominal washout, and closure of a colovaginal fistula. The patient underwent additional procedures in the months to follow to reconnect the colon and a revision of the colorectal anastomosis to fix leakage from dehiscence.